Manufacturer narrative:
Device evaluated by MFR: the device was returned with its original pouch batch (B)(6). The returned guidewire had the distal end unraveled with the core wire broken. Dimensional inspection of the middle and proximal section outer diameter found the device within specification. The overall length and outer diameter of the distal end were unable to be measured due to returned device condition.

Event description:
It was reported that guide wire fracture occurred. A (B)(6) amplatz super stiff guide wire was advanced to cross the lesion. However, the wire unwound and broke off inside the patient's body. The physician was able to retrieve the tip of the wire. No patient complications were reported.

Event description:
It was reported that guide wire fracture occurred. A /038/145 (bx/5) amplatz super stiff guide wire was advanced to cross the lesion. However, the wire unwound and broke off inside the patient's body. The physician was able to retrieve the tip of the wire. No patient complications were reported.